Event description:
It was reported during ablation the irrigation line disconnected itself from the handle of the catheter. A new device was used to finish the procedure. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2011. Date the initial reporter provided the info to the MFR: (B)(6) 2011.